Manufacturer narrative:
Based on an investigation performed by merge healthcare, the direct cause is that the patient history of atypical hyperplasia indication was being set or cleared based on the most recent biopsy results. This issue only impacted customers on unity release 10.0.6 and 10.0.7 who were licensed for mammo tracking. During the investigation, it was determined that the change that introduced the issue was not integrated into higher releases (11.x and above). Therefore, customers with these impacted releases will be upgraded to correct the issue. The potential impact to a patient has been reviewed and the risk level has been assessed as medium (non-serious injury). Revised information contained in this supplemental report includes the following: g4 - date new information received by manufacturer. G7 - indication that this is follow-up report 001. H1 - indication of malfunction as reportable event. H2 - indication of additional information. H6 - evaluation codes: methods code: 10 - testing of actual/suspected device. Results code: 104- software problem identified. 110- design error. Conclusions code: 12 - cause traced to device design. 4302- human factors engineering- device difficult to operate h10 - indication of additional manufacturer information is contained in this follow-up report.

Manufacturer narrative:
Merge healthcare is continuing to investigate the issue found internally and recently submitted a correction to the FDA on 25jul2017. (2183926-07/25/2017-011-c). Only customers with a license for mammo tracking are impacted in releases 10.0.6 and 10.0.7.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2017, merge healthcare internally found that when adding an additional biopsy without atypical hyperplasia to a patient that previously had a biopsy with atypical hyperplasia, it will overwrite the condition and remove the atypical hyperplasia completely. This issure could result in an incorrect gail risk calculation, potentially resulting in a delay in treatment and/or incorrect treatment for a patient. Reference complaint number (B)(4).